Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that left ica (internal carotid artery) c2 petrous part segment flow diverter implantation was performed. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 23.9%) and parent artery stenosis (stenosis rate: 23.9%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from 2(B)(6) 2021, to now (ongoing). Clopidogrel 75mg/day was giving to the patient from (B)(6) 2021, to now (ongoing). On (B)(6) 2022 patient was discharge from hospital. No other information is available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 2 adverse events were noted post procedure. 1: stenosis in flow diverter stent (stenosis rate: 23.9%) and 2: parent artery stenosis (stenosis rate: 23.9%). Additional information indicates according to dr. Teranishi, the stenosis rate was higher than actual by calculation error and there is not high-grade stenosis in fact. Detail including correct stenosis rate will be provided through the edi system provided by (B)(4). The reported 'patient parent vessel stenosis' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that left ica (internal carotid artery) c2 petrous part segment flow diverter implantation was performed. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 23.9%) and parent artery stenosis (stenosis rate: 23.9%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6)2021, to now (ongoing). Clopidogrel 75mg/day was giving to the patient from (B)(6) 2021, to now (ongoing). On (B)(6) 2022 patient was discharge from hospital. No other information is available.